Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied on the colon during an open colon resection procedure, the device did not fire on the second reload. The black pusher thumb could not be moved. The device was opened and removed. There was no patient injury.